Event description:
We received an allegation about discrepant results for 2 plasma samples from the same patient tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit. Initial result: 27.1 ng/l. Repeat result: 28.3 ng/l. A new sample was drawn and tested resulting in tnths values of 28.9 ng/l, 17.3 ng/l, 12.4 ng/l, and 10.0 ng/l. The original sample was then repeated resulting in tnths repeat values of 11.1 ng/l and 10.6 ng/l.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The calibration signals were within expectations. The qc was within range prior to the sample measurement. The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed no alarm was triggered. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.